Event description:
It was reported that during knee arthroplasty, the provisional components provided a satisfactory fit, but when the actual implants were attempted for use, the implants could not be fitted in the prepared bone. When comparing the provisional to the implant, the surgeon stated there was a difference in stem to base plate angle. A 4 mm anterior gap was accepted.

Manufacturer narrative:
This report will be amended when our investigation is complete.